Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure that noise was noted on the right atrial (ra) lead. The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.